Event description:
A surgeon reports observing at approximately one month postoperatively that the istent dislocated and is sitting in the inferior angle. In retrospect, the surgeon believes the stent may have been malpositioned when implanted. Additional information was obtained indicating that the stent is sitting at the iris root, not touching the cornea, and does not appear to be causing problems. At this time, the pt is under observation and no intervention is planned.

Manufacturer narrative:
The device remains implanted and is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings. Stent dislocation is a labeled adverse event. (B)(4).